Event description:
The facility allegedly found a resident expired in an arro 111 bed with assist rails. The bed was allegedly in the low position with the assist rails in the assist position. The resident allegedly rolled out of bed during the night and was found with the body on the floor, and the head stuck in between the rail and mattress.

Manufacturer narrative:
Manufacturer received information that a pt was found expired by a facility. The pt reportedly rolled out of the bed during the night. The pt was discovered by the facility the next morning. The head is reported as entrapped between the mattress and rail. No details have been provided at this time, and no zone of entrapment has been determined. Product has not been returned for evaluation at this time. The facility states the cause of death from the coroner is reported as a cardiac episode secondary to the consumer's coronary artery disease. MDR filed based on alleged death.